Event description:
Nursing staff discovers a small object with oil on the floor. They think it comes from the walker which the patient holds . They see that one front wheel are about to pull away. They take hold of the walker and the patient, then the wheel fell off. The patient became shaken, sometimes use the walker to rest / sit on. Which patents did not do during the incident. Technician from (B)(4) have inspected the walker and they couldn´t repair it. They have never seen this error before.

Manufacturer narrative:
The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).